Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by customer that cardboard debris was observed in the tray, inside of a syringe barrel and embedded in the barrel of a syringe. A hair was observed in the tray and observed in the syringe tray. Verbatim: rcc received a complaint via email. Potential cardboard debris was observed embedded in the barrel of a syringe. Cardboard debris was observed in the tray. Cardboard debris was observed inside of a syringe barrel. A hair was observed in the tray. A hair was observed in the syringe tray. Item - 309680. Lot - 4183640, 4183639.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 9 photos and 2 physical samples submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the sample showed that under 30x magnification in one of the samples a dark colored speck was observed 3/8¿ from the syringe barrel flange that measures 1/64¿ in size. Bd determined that the cause of the failure was the molding process. The embedded degraded resin occurs at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the system of the tooling mold and press. The degraded resin can break loose and be molded into components. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.